Event description:
Meter was reading inaccurately erratic. At 2:50pm, the patient obtained results of 543, 336, and 301 mg/dl within 10 minutes. After testing she began to experience symptoms of nervousness, anxiety, and a fast heartbeat. She called her physician, as directed when high, and she was advised to take insulin, which she did. No other medical treatment was reported. The comparison exceeds to 20% specifications. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip was correct. However, she was unable/unwilling to state if the technique for cleaning the puncture site was correct. She did not have any control solution to test. A replacement meter has been sent to the patient.